Event description:
It was reported that the buttons on the customer's pump were not responding but that, afterwards, they started responding. The customer's blood glucose was unknown. The customer stated that she wore the customer in her bra and that her sweat may have affected the insulin pump leading to the button error alarm. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).